Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 450 mg/dl with tiredness, headache, nausea and polydypsia associated with a prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the user was unable to complete a rewind, load, and prime sequence. Cts advised the user to change the cartridge and the pump was able to be primed with a new cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.